Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. It was reported that approximately 8 months post-op, the patient underwent a revision surgery to remove and replace the screw at right s1 since it was broken right below the tulip head. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined